Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device problem code a150207 captures the reportable event of stent difficult to remove. Imdrf device problem code a0406 captures the reportable event of stent deformed and knotted. Imdrf device problem code a0414 captures the reportable event of stent torn.

Event description:
It was reported that, around (B)(6) 2024, during transurethral lithotripsy procedure a stretch vl ureteral stent was used. Upon unpacking, a kink between the stent coils was observed; however, the stent was successfully placed from the renal pelvis into the bladder. On (B)(6) 2024, an attempt was made to remove the stent, but a knot had formed at the tip and developed stitches on the renal pelvis and was difficult to remove. Another removal attempt was made, and it was successfully removed. No further patient complications were reported.